Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv pli had been steadily increasing since (B)(6) 2011. The capture threshold was high but stable.